Event description:
It was reported that the 10 x 40 mm armada 35 dilatation catheter was advanced into the patient anatomy. The balloon was inflated and a leak was noted at the hub. As the device was noted to be leaking at the hub, the physician did not fully inflate the balloon and the device was removed. A second armada 35 dilatation catheter was then used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub area at the base of the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.